Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material adhered to distal end¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-190 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found water tightness lost due to a pinhole on the bending section cover, the play of the upward/downward knob out of standard value due to the wear of angle wire, a scratched bending section cover and connecting tube, a white clouded area on the adhesive of a bending section cover, a light guide bundle that slips down, a peeled adhesive around the objective lens, a cracked light guide lens, and a discolored and wrinkled connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera lll gastrointestinal videoscope had a reduced angulation. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object on the distal end. The customer reported that the device was correctly reprocessed immediately after use; however, the device was reprocessed with a cleaning machine that was manufactured by another company and there was damage to the scope electrode. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.